Event description:
The customer reported to olympus, the video system center exhibited image "blackout" and scope communication error. The issue was found during preparation for use of a therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found that functional check showed no defects and no abnormalities in appearance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified due to the indicated phenomena "image is blacked out" and "scope communication error" not being reproduced. Olympus will continue to monitor field performance for this device. This report is related to MFR 12422 (1/2).